Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently underwent atrioventricular node ablation and had pericarditis . The patient presented to hospital complaining of chest pain when supine and with deep inspiration consistent with pericarditis. The patient had also paroxysmal atrial fibrillation since the procedure. On device interrogation it was noted that the right atrial (ra) lead exhibited over-sensing, no capture and possible dislodgement. The patient was administered medication. The ra lead was later removed and replaced. No further patient complications have been reported as a result of this event.